Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd perfusion¿ syringe w/needle leaked medication. There was no report of injury or medical intervention.

Manufacturer narrative:
It has been received 1 used sample of 50pf lot 1709246 for investigation. On visual inspection of the sample received, it can be observed leakage past the stopper ribs. No damage or molding defect can be observed in the syringe that could be related to the alleged defect and the stopper is correctly assembled to the plunger. Ten retained samples of 50pf 14 x 1 ¼¿ lot 1709246 have been evaluated. On visual inspection of these ten retained samples, no damage or molding defect can be observed in any of them that could cause leakage. The stopper is correctly assembled to the plunger in all of them. DHR of lot 1709246 has been reviewed not finding any annotation or deviation regarding the alleged defect. During assembly process, in the assembly station mechanical leak test is done to every syringe and in case any fails, it is rejected automatically to scrap. For this lot, final products were sampled and they were subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Leak test is carried out with the 10 retained samples. The 10 samples meet iso. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. This leak test cannot be done with the sample received, since it is used and syringe is single use so, functional characteristic for leak test could not be reliable. This issue is not related to a manufacturing defect. Since no damage or molding defect has been observed in sample received, since no incidence happened during manufacturing process and retained samples meet iso, a definitive root cause cannot be determined. Based on sample bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.